Event description:
New information received noted that the right ventricular lead exhibited noise on (B)(6) 2019 via remote transmission. No interventions taken at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited non-sustained right ventricular over-sensing episodes. Upon review, it was revealed that the nsrvo episodes were triggered due to lead noise. No other anomalies were reported. Lead revision was discussed. No intervention was made at this time. The patient was not reported to be symptomatic.

Event description:
New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2019 due to advisory recall. Although capture threshold, sensing, and impedance trends were relatively stable over the past year, the patient had episodes of non-sustained right ventricular over-sensing at interrogation. As the physician was closing, the patient experienced a significant drop in blood pressure and hemoglobin. The physician was unable to identify the cause of this. The patient stabilized, but the cause was still undetermined at the end.